Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was not able to cross the lesion. The target lesion was located in the marginal branch of the right coronary artery (rca). The 3.0x20mm promus premier was introduced but was unable to cross the target lesion. A 3.5x15mm promus premier stent, a 3.0x12mm promus premier stent, and a 3.0x12mm omega stent were implanted. No patient complications were reported and the patient's status is ok. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination found that two struts towards the centre of the stent were lifted and folded distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).